Event description:
It was reported that the insulin pump had buttons that stuck to the keypad the blood glucose reading was 279 mg/dl. No significant events leading to the keypad issues were observed. The customer's mother stated that her daughter treated with the insulin pump and her reason for high blood glucose was due to the fact that she had eaten something. She advised that the customer felt fine. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.